Event description:
It was reported that the unit displayed an e-1 error code while preparing for a case. It was further reported that there was no patient involvement for this event.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.